Manufacturer narrative:
The company service territory manger (stm) verified the autofill failure in the fault logs. The stm reported that the autofill failure was due to condensation. The stm performed condensation removal and full functional tests. The cs300 passed and was returned to clinical use.

Event description:
The customer reported the cs300 intra aortic balloon pump (iabp) was alarming autofill failure. The circumstances under which the incident occurred were not reported. No patient involvement or adverse event were reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported the cs300 intra aortic balloon pump (iabp) was alarming autofill failure. The circumstances under which the incident occurred were not reported. No patient involvement or adverse event were reported.